Event description:
Customer reported that the displayed images are jumping and cannot view images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired it, and the system was returned to service. No further information regarding the evaluation is available.